Event description:
It was reported that the user experienced hyperglycemia with a peak blood glucose of 404 mg/dl for approximately three hours while using an ilet system with an inset 23" 6 mm infusion set; no leaks or odor were observed, the cannula did not appear bent on site change, ilet alerts for sustained high glucose were present, and insulin delivery was resumed after changing the infusion site. Symptoms included worry without other adverse clinical effects and no ketone testing performed. Outcomes included return to target range with a blood glucose of 162 mg/dl after site change, without need for medical intervention or assistance. Investigation included customer service troubleshooting and education. Investigation of this case revealed no confirmed device malfunction or component damage, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.